Event description:
Patient underwent cochlear implantation in the right ear with a nucleus freedom device in 2006. He subsequently underwent implantation of the left ear with a nucleus ci512 device approximately four years later. The external processor components were replaced, however, the device is no longer functioning at all. The nucleus 512 devices were recalled about one year ago due to an increased failure rate, and this has been deemed a hard failure of the internal device.what was the original intended procedure?left explant/re-implant cochlear implant.